Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in early 2009 that a customer had an issue with an insulin syringe. Customer reports that the cannula was pushed into the barrel.